Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. The patient's system was reprogrammed vvi and the ra lead remains implanted and in service. No adverse patient effects were reported.